Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 occurred during use on the homechoice. It is unknown if the patient was connected at the time of the event. The registered nurse (rn) was performing a training session with the home patient (hp) at the time of the alarm. The technical service representative (tsr) explained the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.